Manufacturer narrative:
(B)(4). The device has been requested for return, but not yet received. A follow-up medwatch will be submitted if additional information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
Perfusionist was complaining that the pven parameter after reading -40 mmhg for several days changed to positive 140 mmhg. Pven is changing from positive 800 mmhg, dashed lines, and -350 mmhg. (B)(4).